Event description:
Hospital aramedic unit was summoned to a private home on 6/3/92 at 10:00 a.m. And found a 92 y.o. Female in full cardiac arrest. The patient was placed on the life pack 5 cardiac monitor which showed ventricular fibrillation. As paddles for the life pack 5 defibrillator were being charged, the monitor displayed an asystole. Paddles were returned to monitor, and the rythm displayed was back to ventricular fibrillation. The same steps were repeated to charge the defibrillator, and again the monitor showed asystole, with return to v-fib. When the paddles were retured. Initial defibrillation was delayed by aprox. 30 seconds. Full CPR with defibrillation was conducted but the patient did not respond. She was pronounced dead at her home.the monitor and defibrillator were taken to the bio-med. Dept. Once they returned to the hospital. According to the departments evaluation, the findings were an internal problem with the defibrillator: "poor contact between the d wire and the pulse shaping coil terminal on the hv capacitor side>" (there was no company ID number located on the defibrillator. It is believed that the original case that this piece of equitment came in was replaced, and that the ID number had been on that case.)after repair the defibrillator was ready to be returned to the paramedic units.the cardiac monitor involved was evaluated also and showed no problemsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed. Results of evaluation: electrical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: inserviced by biomedical engineering dept. Staff. Invalid data - on device destroyed/disposed of status.